Event description:
It was reported that a routine follow-up appointment, a significant decrease in the longevity of this device battery was observed. It was alleged that the device was prematurely depleting. Device data was forwarded to boston scientific technical services for review, which is currently in progress and has not yet been completed. At this time, the device remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that a routine follow-up appointment, a significant decrease in the longevity of this device battery was observed. It was alleged that the device was prematurely depleting. Device data was forwarded to boston scientific technical services for review, and device replacement was recommended within 90 days. At this time, the device remains implanted and no adverse effects were reported.

Event description:
It was reported that a routine follow-up appointment, a significant decrease in the longevity of this device battery was observed. The power consumption of the battery was noted to be 333%. It was alleged that the device was prematurely depleting. Device data was forwarded to boston scientific technical services (ts) for review, and device replacement was recommended within 90 days. In (B)(6) 2021, ts was contacted again and confirmed the battery still had up to 90 days of remaining longevity. At this time, the device remains implanted and no adverse patient consequences were reported.